Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light did not immediately stopped flashing. Customer troubleshooting was performed. The insulin pump will be returned for analysis.